Manufacturer narrative:
As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Imaging results are currently being reviewed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore, that on (B)(6) 2026, a gore® excluder® aaa endoprosthesis was used for an endovascular aneurysm repair (evar). The procedure was successful and all devices were intact and functioning well. However, the left internal iliac artery was shown to be covered by the final angiography. No intervention has been done or planned. It was reported that the angiography was taken from the top, around the renal area and contrast was running down to the left iliac arteries to determine location of the iliac bifurcation. No stiff wire was inserted and no c-arm angle was put on. Measuring pigtail catheter was used and the iliac stent component showed landing above the iliac bifurcation on the angiogram. The cause of the coverage was reported by the physician due to that an angiogram was not repeated after insertion of the stiff wire, which could have affected the anatomy of the vessel. Some degree of c-arm angle should be used to visualize the iliac bifurcation for measuring the length of the vessel.